Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels in the 300's (mg/dl). The bg level was addressed with a manual injection. Reportedly, the customer attributed the bg level to the infusion set. However, the site was changed three times and the customer did not see any damage to the cannula. At the time of report, the customer's bg level was not elevated.